Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reports receiving an error 2 when a test strip was inserted into their freestyle flash blood glucose monitor. As a result of this error, the customer reported not being able to regularly test their blood glucose. The customer reported feeling chest pains and nausea, so she went to a local hospital where she was diagnosed with diabetic ketoacidosis. Exact treatment administered in order to stabilize glucose level is unknown.